Event description:
It was reported that during an unknown procedure, the pn150's red safety cap had slid down the product and was stuck when nurses opened the product. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 8/30/2023. D4: batch # unk. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that pn150 device was returned inside it's packaging opened. Upon visual inspection, it was observed that the pouch from the packaging was damaged; it was noted to have a hole in the pouch, the hole was noted to be from the inside out. The hole was located at the needle, the needle perforated the pouch due to wrong placement of the red tip protector cap. The sterility was compromised. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.